Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: on the first firing of a sigmoidectomy, the surgeon clamped the tissue and attempted to squeeze the handle however it was stiff and could not be squeezed more than halfway. The surgeon was able to retract the black return knob, however it was very stiff. The surgeon opened the jaws and noticed that the device had partially fired and the staple line was incomplete. To complete the procedure, a new reload was connected to the same handle and the firing was completed successfully. The surgeon indicated that the tissue was not especially thick. The product problem caused additional tissue resection and tissue damage. Surgical time was not extended by thirty minutes or more. The status of the patient is no problem.